Event description:
It was reported that during shoulder scope, the ascope lens was dropping the signal; the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed that the the wi-fi dropped connections. The complaint was confirmed and the root cause was associated with component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.